Event description:
During the use on the pt, all red led were lit and then the unit stopped ventilating. Pressing the reset button fixed the problem. The unit was running on ac power. Please note that there was no serious injury in the reported case.